Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s lens was found damaged during the device evaluation. Specifically, the pan glass at the distal end was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus autoclavable telescope due to the unit producing a cloudy image. Additional details relating to the patient and the event have been requested but were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the device¿s lens had been damaged. This report is being submitted to capture the damaged lens confirmed during the device evaluation.